Event description:
Boston scientific received information that one day post implant, the right ventricular (rv) lead displayed increased pacing impedance measurements from 900 ohms at implant to 1,700 ohms. Additionally no capture was observed. The rv lead reportedly dislodged. A revision procedure was performed and the rv lead was successfully repositioned. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.